Event description:
A report was received that the pt would have a lead revision due to ineffective therapy. During the revision, the pt's pocket site was also relocated due to discomfort. The pt is doing well.